Manufacturer narrative:
Analysis cannot be performed, and root cause cannot be identified. No lenses were returned for evaluation and no lot number reported. The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges that he experienced an eye infection with loss of vision in the right (od) eye. The patient sought medical treatment and was prescribed drops, medication unknown, to be administered hourly. The patient has since returned for a final checkup and the incident has fully resolved with no permanent injury or decrease in visual acuity. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.